Event description:
It was reported arrhythmia occurred. The patient was selected for a 27mm lotus edge valve implant to treat severe aortic stenosis. During deployment, a widening of the qrs complex was observed. After the 27mm lotus edge valve was successfully implanted, the physicians elected to leave the temporary pacemaker in. The patient appeared to be intermittently dependent on the temporary pacemaker, so three days post index procedure, a permanent pacemaker was implanted to treat the new left bundle branch block. There were no further consequences. It was further reported that in (B)(6) 2020, the patient had a new requirement for dialysis.

Manufacturer narrative:
B5 describe event or problem - updated. H6 patient codes - updated. H6 impact codes - updated.

Event description:
It was reported arrhythmia occurred. The patient was selected for a 27mm lotus edge valve implant to treat severe aortic stenosis. During deployment, a widening of the qrs complex was observed. After the 27mm lotus edge valve was successfully implanted, the physicians elected to leave the temporary pacemaker in. The patient appeared to be intermittently dependent on the temporary pacemaker. Three (3) days post index procedure, a permanent pacemaker was implanted to treat the new left bundle branch block. There were no further consequences.